Event description:
It was reported in a worn instrument report that there was damage to the implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;g3;h2;h3;h6 the following section was corrected: h4 product was returned and evaluated. Visual examination of the returned product identified that the apical plug was returned removed from the shell. The hole plugs remained assembled. Scratches were noted in the shell possibly from the loose plug. No other damage was noted. No signs of use were found. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Review of the available information indicates the device was assembled per technique, was released in a conforming state, and functioned as expected per the documented design requirements. No device failure was identified. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.